Event description:
The patient claimed the insulin on board feature is not correct. Reportedly, the iob shows 0 units when the pump allegedly still has 2 hours left of the combo bolus. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged iob issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 06/27/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2012 with the following findings: during investigation, a 5 unit combo bolus was performed with duration of 5 hours. After 2.5 hours, the insulin on board status screen showed the appropriate amount of iob. The iob feature was found to be functioning appropriately. There was no defect found on investigation. The complaint could not be confirmed or duplicated.